Event description:
Patient's guardian reports handset is broken. Unknown if device on hand. No reports of adverse events or missed doses. Unknown if md aware - no further information provided. Replacement being sent out to patient. Reported to (B)(6) by pt/caregiver.